Event description:
The pt experienced a shocking/jolting sensation; she felt an increase in stimulation while riding the subway and she had tingling in her legs the past couple of days. She did not have a programmer available to adjust the stimulation. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).